Manufacturer narrative:
The catheter was returned in two pieces. The break is jagged indicating that the catheter was torn. The catheter was within specifications for tensile strength and ultimate elongation. It is undetermined how or when this damage occurred. A review of the mfg records was not possible as no lot number was provided. All our products are 100% tested at the time of MFR.

Event description:
It was reported that the product was defective.